Event description:
The user facility reported to a stryker sales representative that it sounds like the device is leaking from channel 1 connection during a case. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported to a stryker sales representative that it sounds like the device is leaking from channel 1 connection during a case. There were no reported adverse consequences; there were no procedure delays; there was no medical intervention required. The procedure was completed successfully.